Manufacturer narrative:
Integra lifescience engineers have completed a thorough evaluation of the returned skull clamp on (B)(4) 2014, and provided the following DHR review, trend analysis, failure analysis, root cause. DHR: this device was manufactured in q3 of 2013 with a serial code of (B)(4). A review of the DHR containing (B)(4) and serial number (B)(4) showed that this lot passed the required inspection points without mrrs, reworks or variances: there is no service history for this device. Trend analysis: there was no manufacturing or design related trend identified. Failure analysis and root cause: repair evaluation - the complaint was not confirmed - no issues observed. The unit was cleaned per protocol - (B)(4). With respect to the returned unit, it has passed all specific functional testing requirements except that the lock has rotational movement - when unit is properly positioned and under pressure, unit would not have caused slippage. General maintenance and cleaning was required. Repair is due to the lock having rotational movement and a residual build up was present. The unit is less than a year old. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purpose.

Event description:
It was reported that a triad skull clamp slipped during a suboccipital craniotomy for resection of cavernous malformation. The patient had not been repositioned at any time during the surgery. The nature of the malfunction (s) was described as follows: "single pin slipped on pressure knob." The skull clamp was removed immediately after positioning and another skull clamp was used to complete the surgery. The event resulted in a laceration approximately 1.5 inches long and required wound closure with skin staples. Patient outcome is unk. Integra reusable, adult skull pins ((B)(4)) were used for this procedure. The surgery was not performed with a stereotaxy device.